Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), explanted: (B)(6) 2014. (B)(4).

Event description:
The patient was trying to get a bolus with her ptm (personal therapy manager) and saw an error code 8476 instructing her to call her doctor. The code signified that a motor stall had occurred. The patient was hearing the pump alarm. The patient¿s pain began gradually increasing. Pump interrogation showed that a motor stall occurred on (B)(6) 2014 with a stopped pump period may exceed tube set (B)(6) 2014. The stall did not recover. The pump was replaced. The device system was delivering fentanyl (20,000 mcg/ml at 124 mcg/day). The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was noted that during the pump replacement that ¿they ended up having to redo the catheters¿. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).